Event description:
It has been reported to philips that the table of the allura device moved while transferring the patient to the table. The system in clinical use and no harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that table pivot brakes were failing. The table pivot brakes has been replaced and the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, an planned ir procedure treatment was performed when the issue occurred. The procedure was completed transfer the patient during table movement . The philips field service engineer (fse) inspected the system onsite and confirmed that the table moved while positioning patient on table. Review of the system log file and did functional tests showed that malfunctioning table pivot brakes. The fse replaced table pivot brake, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.